Event description:
A male underwent initial aaa repair in 2008. One flex main body graft and two iliac leg grafts were placed. Then two days later, the pt called ems because of a tingly leg and was brought into the or for review. Angio was performed and some clots removed. Then three days later, the pt was taken to the cath lab and the left iliac leg graft was stented to remove the kink.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicated that access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of an 18 to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. No product was returned to assist in this investigation. An internal clinical review indicated that kinking occurred due to limb thrombus and patient anatomy.